Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - (idvt) procedure with a thermocool smarttouch sf catheter and an irrigation issue (device used in patient) occurred. When first coming on for ablation, the smartablate® generator displayed a "high temperature" error message and radio frequency (rf) ablation was immediately cut-off. After removing the thermocool smarttouch sf catheter from the body, it was noticed that the thermocool smarttouch sf catheter was not irrigating at all, and there was barely any fluid coming out of the tip. The thermocool smarttouch sf catheter was replaced and the issue was resolved. The procedure continued with no further issues. No patient consequence was reported. Additional information was received. The smartablate pump was used. No error, the smartablate generator turned off for high temperatures. The correct catheter settings were selected on the generator. No issues with the flow rate change at the start of the ablation. The high temperature error message was assessed as non MDR reportable. Since the generator stopped delivering rf/pf, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The irrigation issue (device used in patient) was assessed as MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).